Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone balloon kyphoplasty for primary osteoporosis. It was reported that bkp performed on the t11 fractured vertebra. The left and right balloon was expanded, and since it was confirmed the pressure was high, expansion was performed very slowly at about a 6/1 turn, and the procedure was continued after confirming that the pressure had decreased. The left one can be expanded to 2.0cc without any issues, but the right one feels like the balloon has broken at about 1.8cc, and the physician confirmed it. The balloon is immediately removed from the body, and the vertebral body is irrigated with saline. A new balloon was opened, after re-drilling and preparation, expansion was performed again and it was expanded it to about 2.0cc. No issue with the ibt. No health damage to patient was confirmed, and it was completed without any other problems.